Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there was a piece missing from the battery compartment and that the customer had been experiencing really high blood glucose levels. The customer's blood glucose level was 545 mg/dl. The customer would treat with boluses and then a manual injection. The customer did not know how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.